Manufacturer narrative:
Reported event: an event regarding revision involving a exeter stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem. No obvious damage is visible but as the stem is covered in blood/tissue, no conclusions can be determined from the photographs. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the exeter stem was explanted but the reason for revision was not reported or evident from the photographs of the explanted device that were provided. The explantation of the stem from the patient can be confirmed but a device failure mode could not be determined from the information provided. It was further reported that the device was subsequently re-implanted into the patient after it was explanted. As stated in the IFU associated with this product family, "single use devices cannot be explanted and subsequently reimplanted as the physical forces exerted by these actions may compromise the physical integrity, dimensions and/or surface finishes of the devices." This is an off-label application. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per rep: "it was a revision hip. We removed an exeter stem which was a 37.5 no.0" update: patient was revised due to dislocation between stem and head.

Event description:
As per rep: "it was a revision hip. We removed an exeter stem which was a 37.5 no.0".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.